Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during fill 1 of pd treatment fluid was discovered leaking from a hole in the patient line. There was no fluid in the pump module of the cycler or on the external cassette. There were no associated alarms or warnings. There was no reported harm during the initial call. The caretaker requested assistance to cancel the treatment which was carried out during the call. The caretaker then re-setup with new supplies. Additional information was requested but not received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that during fill 1 of pd treatment fluid was discovered leaking from a hole in the patient line. There was no fluid in the pump module of the cycler or on the external cassette. There were no associated alarms or warnings. There was no reported harm during the initial call. The caretaker requested assistance to cancel the treatment which was carried out during the call. The caretaker then re-setup with new supplies. Additional information was requested but not received.